Manufacturer narrative:
Concomitant medical products: 6996sq58, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high undefined superior vena cava (svc) defibrillation coil impedance on the right ventricular (rv) lead. Impedance was also noted to fluctuate. Ventricular oversensing was also noted to occur if the patient was paced in the left ventricle only. Undersensing was also noted on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.